Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated via phone call by customer's wife that the customer's insulin pump alarmed motor error. Customer's wife stated the customer had a MRI and the insulin pump alarmed motor error and took it off. The customer's blood glucose was unknown. Assist customer with performing rewind; was able to rewind and fill tubing. Reviewed alarm history, found motor error and motor position encoder error. Advise customer to discontinue use of insulin pump. Advised customer the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to motor encoder out of phase. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unable to confirm the e70 alarm in the history due to a constant motor error alarm during rewind also, unable to complete functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to a constant motor error alarm. Thee insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.